Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; ten devices had bent components, eight devices had broken/damaged components, four devices had misaligned components, and four devices had loose components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 26 malfunction events, where it was reported the brakes were difficult to engage or could not be engaged. There was no patient involvement.

Manufacturer narrative:
1 event was initially reported as the brakes being difficult to engage/disengage. Upon conclusion of the investigation, it was found that the issue was reportedly incorrectly. The pedal was flipped, requiring the user to use an alternate pedal for engagement of the brakes. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable. Therefore, there were 25 units that experienced the reported issue of brakes being difficult to engage or unable to be engaged. The devices were evaluated in the field and the issue was confirmed; 10 devices had bent components, 8 devices had broken/damaged components, 3 devices had misaligned components, and 4 devices had loose components. The devices were repaired and returned.

Event description:
This report summarizes 26 malfunction events, where it was reported the brakes were difficult to engage or could not be engaged. There was no patient involvement.